Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; confirming no milk backup had occurred; verifying correct kit components were being used and washed according to our instructions for use; verifying breast shield fit; and verifying user did not have a heavy letdown. The troubleshooting did not resolve the issue and the customer was sent replacement parts. The customer contacted medela llc again on (B)(6) 2023, indicating that the replacement parts did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2023, the customer stated that she developed mastitis in mid-february and was prescribed an antibiotic. The customer also stated that the mastitis is now resolved. In follow up with a complaint handler on (B)(6), the customer stated that the replacement pump is working ok, and she will be sending the old pump back soon. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2023, the customer alleged to medela llc that she was unable to express with her freestyle flex breast pump. On (B)(6) 2023, the customer contacted medela llc back alleging that she has low suction on one side while using her freestyle flex breast pump. On (B)(6) 2023, the customer called medela llc alleging that it was taking a long time to turn on her freestyle flex breast pump. The customer alleged that she needed the new pump sent right away due to having had mastitis in the past.